Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the fenestrated bipolar instrument that was being used to grasp tissue activated and burned a hole in the patient bowel, when the surgeon activated the monopolar curved scissor; which could potentially be related to a product problem. Corrected information can be found the following fields: b1. B1 updated from "adverse event" to "adverse event and product problem".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected data can be found in the following field: d4 (lot number and UDI number). D14: the fbf instrument has been returned for failure analysis and the following findings were obtained: failure analysis investigations did not replicate nor confirm the customer reported complaint of an ¿unclear arc.¿ the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. An electrical continuity test was performed and passed. The instrument delivered energy successfully without any signs of arcing on several deliveries. The housing was removed from the back end and no damage was found. There was no problem detected. An additional observation not reported by the site was also identified. Visual inspection of the instrument found damage to the conductor wire's insulation. The insulation was slightly lifted; however, no pieces are missing. The surface of the insulation is damaged, no conductor wires were exposed or broken. The root cause for the insulation damage is typically attributed to mishandling/misuse, most commonly caused by collision with another instrument or sharp object. The correct lot number of the fenestrated bipolar forceps (fbf) associated with the reported event is n10210202-900 and correct UDI number is (B)(4). Isi also received the monopolar curved scissors (mcs) associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint of ¿unclear arc during surgery.¿ the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. Energy was delivered and the electrical continuity test passed. The instrument showed no signs of arcing. No damage was found. There was no problem detected. This complaint remains a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure, the sigmoid colon was burned by thermal spread from the fbf instrument when the mcs instrument was attempted to be activated. The burn injury to the bowel required repair with sutures. The surgeon thinks that the issue was due to incorrect generator setup, which constitutes use error, and not a malfunction of an isi system, instrument or accessory. The failure analysis of the fbf and mcs did not show any evidence of arcing. The force triad 10 generator is not validated to work with any isi systems. The circulatory nurse admitted to plugging the fbf instrument into the incorrect generator. There is no allegation of arcing or sparking from either the fbf or mcs instrument. The issue was rectified by plugging the fbf instrument into the correct generator and adjusting the energy settings. The surgeon continued using the same cautery instruments for the whole procedure without further issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps (fbf) and monopolar curved scissors (mcs) instruments have not been returned for evaluation. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instruments are returned (post failure analysis evaluation) or if additional information is received. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse completed system verification without any issues identified. The charge nurse was informed that the system was operating as expected. The system was tested and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures, a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. The complaint was reviewed by an isi regulatory post market surveillance supervisor and the following information was obtained: the valley lab generator is a third-party generator which is not integrated into the da vinci si system. The generator can be activated either with external foot pedals or the surgeon side cart's pedals if the customer uses da vinci si energy activation cables connected to the pmed on the vsc. Isi does not supply the valley lab generator to customers. The valley lab generator and force triad 10 generator can accept industry standard electrocautery blue (bi-polar) and green (mono-polar) instrument cables. The only way the fbf instrument could have been activated to the point of energy delivery is by being directly connected to a generator that was activated either via auto fire or some other method activating the generator. Since there is no additional information that can be obtained from the error logs (as si system logs are not available), the only conclusion for the mcs instrument not firing initially was that the mcs instrument was not set up correctly initially. Once the instrument was connected correctly, it worked fine with no issues. It was also noted that the force triad 10 generator is not a validated generator to work with any isi systems. Based on the information provided, this complaint is reportable due to the following: during a da vinci-assisted surgical procedure, the sigmoid colon was burned by thermal spread from the fbf instrument when the mcs instrument was attempted to be activated. The burn injury to the bowel required repair with sutures. The surgeon thinks that the issue was due to incorrect generator setup, which constitutes use error, and not a malfunction of an isi system, instrument or accessory. The force triad 10 generator is not validated to work with any isi systems. The circulatory nurse admitted to plugging the fbf instrument into the incorrect generator. There is no allegation of arcing or sparking from either the fbf or mcs instrument. The fbf instrument could have possibly been activated by the force triad 10 generator which has an auto fire function. The issue was rectified by plugging the fbf instrument into the correct generator and adjusting the energy settings. The surgeon continued using the same cautery instruments for the whole procedure without further issues.

Event description:
It was reported by the charge nurse from the site on a call with an intuitive surgical, inc. (Isi) technical support engineer (tse) that during a da vinci-assisted benign hysterectomy procedure, the fenestrated bipolar forceps (fbf) instrument, which was grasping tissue, was activated and burned a hole in the patient's bowel when the surgeon activated the monopolar curved scissors (mcs) instrument. The fbf was connected to a force triad 10 generator and the mcs instrument was connected to a valleylab generator. This generator setup was not the normal practice, as stated by the nurse. The burnt tissue was repaired, and both the cautery instruments continued to be used in the procedure. The operating room staff reported that the bipolar generator did not make a tone when it was activated. The system logs were reviewed by the tse and did not show any errors related to bipolar or monopolar energy. The procedure was completed robotically. On 09-sep-2021, isi followed-up with the isi clinical sales representative (csr), who spoke to the charge nurse and circulator nurse who were present for the procedure, and obtained the following information: the fbf instrument was connected to the force triad generator and the mcs instrument was connected to the valley lab generator during setup. According to the charge nurse, the fbf instrument should have not been connected to the force triad generator but to the valley lab generator instead. The issue occurred at the beginning of the procedure. The surgeon used the fbf instrument to retract the bowel and used the mcs instrument to dissect tissue. It is unknown what type of tissue the mcs was dissecting when the event occurred. The surgeon pressed the pedal at the surgeon side console to activate the mcs instrument and smoke was seen to arise from the bowel instead. There was no sparking/arcing seen. The surgeon immediately stopped the procedure, and the setup was examined, and it was realized that the fbf was plugged into the incorrect generator. The fbf cord was removed from the force triad generator and connected to the valley lab generator instead. The procedure was completed using the same two cautery instruments with no further issues. Sutures were placed at the bowel for the burn injury. There was no excision of bowel tissue. There was no contact of the two cautery instruments and no air firing. The instruments were not too close to each other. The grounding pad was placed at the right thigh and there were no defects seen. No videos or images of the incident were taken. The csr is unsure if the instruments involved will be returned for analysis. On 10-sep-2021, isi followed-up with the csr, who spoke to the surgeon, and obtained the following information: the system and instruments were setup by the circulatory nurse. The fbf instrument was mistakenly connected to the force triad 10 generator which has an auto bipolar function and the mcs instrument was connected to the valley lab generator. Only the valley lab generator was connected to the si system and not the force triad 10 generator. The issue occurred at the start of the procedure. The patient was seen to have adhesions running from the posterior part of the uterus to the sigmoid colon. The surgeon used the fbf instrument to hold on to the adhesion to provide counter traction and used the mcs instrument to cauterize the adhesion. When he pressed on the pedal at the surgeon side console, there was no energy seen to be coming out from the mcs instrument. He informed the staff in the room and the circulatory nurse adjusted something, but could not recall what she did. The surgeon activated the mcs instrument again and there was nothing seen on the mcs instrument a second time. However, the fbf which was grasping the adhesions began to cauterize and the sigmoid colon that was attached to the adhesion got burned by thermal spread. There was no bleeding seen. The surgeon lifted his foot off the pedal at the surgeon side console immediately but the sigmoid colon continued to cauterize. A resource nurse came in and realized that the fbf instrument was plugged into the wrong generator and immediately rectified the situation. The burn was described as "small enough to be closed by placing 2 sutures" and charred. The surgeon sutured the burn in the bowel and the same fbf instrument, mcs instrument, and valley lab generator were used for the whole procedure without any further issues. The circulatory nurse denied turning on the automatic function of the generator and the resource nurse cannot recall if the automatic function was "on' when she was troubleshooting the issue. When the automatic function of the force triad 10 generator is "on," it has the ability to autofire when the impedance between the jaws of the instrument reaches a certain threshold. When the surgeon was asked what he believes was the cause of the issue, he said that it was due to improper setup of the generator. He does not believe that the cause of the issue was due to a malfunction of the system, instrument or accessory. The patient did well post-operatively and was discharged the next day, as planned. There was no prolongation of hospitalization due to the injury. Demographic information/relevant investigation and medical history were asked but not provided by the surgeon. On 16-sep-2021, isi followed up with the csr, who spoke to the surgeon and resource nurse, and obtained the following information: the mcs instrument was connected to the right generator but the energy settings were not entered by the circulatory nurse initially. When the resource nurse came to troubleshoot the issue, she connected the fbf instrument correctly and then set the energy settings accordingly. The mcs instrument worked as expected after that.